Event description:
Complainant alleged that during a routine shift check by a clinician, the device, when powered on, displayed error message code "error 56" on the monitor screen. The complainant indicated that there was no pt involvement in reported failure.